Event description:
It was reported that a malfunction alarm with code malf 0 occurred, and the pump shut down. There was no reported impact on the customer¿s blood glucose level. Technical support arranged for the pump to be replaced as part of addressing this and another documented malfunction. Customer reverted to an alternative method of insulin therapy.